Manufacturer narrative:
(B)(4) it was reported that a female patient, underwent a left idiopathic ventricular tachycardia procedure with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis removing 550cc of fluid and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he pushed too hard with the catheter and caused it. He didn¿t think it was related to the burn itself. Settings during the event include: power control mode at 30 watts, irrigation flow of 8ml and an activated clotting time between 300-350 seconds as well as a standard 8 french sheath was used. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was then tested for eeprom , sensor functionality and carto. The catheter failed during sensor functionality test on carto system. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during sensor functionality test; however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action was created to address a potential pcb issues/intermittency.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17210325l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) bwi concomitant products used: product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m-4900-07, serial #: (B)(4). Product name: smartablate pump kit (us), us catalog #: m-4900-08, serial #: (B)(4). Product name: smartablate remote kit (us), us catalog #: m-4900-09, serial #: (B)(4). Product name: soundstar eco diagnostic ultrasound catheter, us catalog #: 10438577. (B)(4)

Event description:
It was reported that a female patient, underwent a left idiopathic ventricular tachycardia procedure with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis removing 550cc of fluid and extended hospitalization. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that he pushed too hard with the catheter and caused it. He didn't think it was related to the burn itself. Settings during the event include: power control mode at 30 watts, irrigation flow of 8ml and an activated clotting time between 300-350 seconds as well as a standard 8 french sheath was used.